Manufacturer narrative:
Method: risk assessment. Results: the reported devices were confirmed via the provided x-rays to have pulled out of the vertebral body. Conclusion: the plausible root cause of the reported event is not determined and multifactorial.

Event description:
It was reported that; on (B)(6) 2015, c3-c5 were fixed. Though hard corset was used, c5 screw was inserted into the grafted bone. Backout of c5 screw and loosening of the plate to the esophagus were noticed on (B)(6) 2016. On (B)(6) 2016, plate and screws were removed. And cage was implanted into c4. Plate and screw was fixed with c3~c5/6. The surgeon saids that posterior fixation may have been needed in primary ope.

Event description:
It was reported that; on (B)(6) 2015, c3-c5 were fixed. Though hard corset was used, c5 screw was inserted into the grafted bone. Backout of c5 screw and loosening of the plate to the esophagus were noticed on (B)(6) 2016. On (B)(6) 2016, plate and screws were removed. And cage was implanted into c4. Plate and screw was fixed with c3~c5/6. The surgeon saids that posterior fixation may have been needed in primary ope.